Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient experienced pain, erosion, infection, urinary problems, and other (diverticulum). It was reported that the patient underwent coaptite injection on (B)(6) 2007. It was reported that patient underwent laser excision of mesh and cystoscopy due to urethral erosion, frequent uti¿s and dysuria on (B)(6) 2006. It was reported that the patient underwent coaptite implant, excision of urethral diverticulum, and excision of tension free vaginal mesh on (B)(6) 2007. (B)(4).